Event description:
During a laparoscopic cholecystectom procedure, the instrument did not fire properly and the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.